Event description:
Additional information was received that the rv lead was capped and replaced to resolve this event.

Event description:
During an in clinic follow up, the patient reported experiencing discomfort during a capture threshold test. The output was reprogrammed, however the patient continued to experience discomfort and loss of capture occurred on the right ventricular (rv) lead. Additionally, increased pacing impedance was observed. The patient was hospitalized and the rv channel was deactivated as an interim solution. Revision procedure was scheduled. The patient was stable.